Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon had a hole. The target lesion was located in a coronary artery. A 2.00mm x 20mm emerge¿ balloon catheter was selected for use; however, a hole was noted on the balloon.